Manufacturer narrative:
(B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: 1912254 was reported, however, this is not a manufactured lot# for this product. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos and three samples were received by our quality engineer team for evaluation. Upon visual inspection of the samples and photos, foreign matter was observed inside the barrel. Further inspection determined the particles consisted of polypropylene fibers with silicone and grease mixed in. A device history review was performed for reported lot 1912254, no deviations or non-conformance's related to the reported issues were identified during the manufacturing process. It is likely the polypropylene originated from the assembly station while the process of lubricating the barrel took place. Machines routinely undergo proper maintenance and cleaning. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported foreign matter was discovered on plunger during use with a bd syringe 50ml ll precise¿. The following information was provided by the initial reporter: various colored particles on the syringe plunger.